Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (non-functional ecgs) has been confirmed. Upon investigation, the cable connecting ecgs c and d was pulled from the strain relief, damaging cable connector j704 on the distribution node pca. Additionally, due to the strain relief, the pulse wire heat shrink was separated in the distribution node, causing the pulse wires to short together. The root cause for the strained cable was excessive force. The root cause for the separated heat shrink could not be positively identified. No adverse event resulted from the damaged belt.

Event description:
A us distributor reported that an electrode belt had non-functional ecgs.